Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported incidents from this lot. All available information was investigated, and a definite cause for the reported mechanical jam (inability to remove gripper line) in this incident could not be determined. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line (gl) could not be removed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced, and the leaflets were grasped, reducing the mr to 1-2+. When establishing gripper line (gl) removability, the gl did not move. Troubleshooting was performed, but the gl did not move. The clip was not implanted and the cds was removed. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.